Event description:
According to the reporter, during servicing, the user saw a graphic with a handle and a red circle with a line going through it. There was no patient involvement. Medtronic's initial evaluation of the incident device found root cause of the oled screen having a burnt in section on its display could be traced to user.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. An analysis of the data saved to the system indicated that the handle internal clock was inaccurate. It was reported that the user saw a graphic with a handle and a red circle with a line going through it. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of screen burn-in not related to the reported condition. Functional testing found there was a burnt in section of the organic light-emitting diode (oled) screen. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified of inaccurate internal clock not related to the reported condition. Functional testing found an analysis of the data saved to the system indicated that the handle internal clock was inaccurate. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.